Event description:
Premature infant required intubation following delivery. Stylet noted to be "sticking" during attempts to remove it from the endotracheal tube; tube/stylet removed and pt was reintubated. The stylet was discarded. I am providing the stylet lot numbers -2- that were available for use at the time of the incident.